Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the groshong PICC was confirmed, and the cause was determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and a two piece nxt connector had been assembled on the 4 fr groshong tubing. The catheter was received in two segments. There was a break in the catheter between the 39 and 40 cm depth mark. The proximal segment was secured to the connector and extended 9.3cm from the distal end of the strain relief oversleeve. The distal catheter segment was 39.7cm in length and contained the groshong three-position valve. Semi-circumferential creases were observed 1.3cm proximal to the break and 5mm distal to the break. The external surface of the tubing exhibited a polished appearance on both sides of the creases. A portion of the broken edge and cross sectional surfaces of catheter also exhibited a polished appearance. The characteristics observed in the tubing indicate that the catheter was kinked or flexed during use. Flexural fatigue occurs due to cyclic kinking of the catheter tube during use in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. No defects related to the manufacturing process were noted on the complaint sample. Reference (B)(4) for additional information related to this type of complaint. A lot history review (lhr) of reav0700 showed no other similar product complaint(s) from this lot number.

Event description:
The PICC fractured whilst being removed on friday (B)(6) 2017. The patient required this to be retrieved in interventional radiology on friday night. The 4fr PICC was placed on (B)(6) 2017.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed (B)(6) 2017. While PICC was being removed on (B)(6) 2017, the device was fractured and removed in interventional radiology. No patient injury was reported.